Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. Since the lesion was found to be a chronic total occlusion (cto) after passing the guidewire, an attempt was made to dilate the lesion with a 1.5mm x 20mm x 143cm coyote es and a 2mm x 40mm x 145cm coyote es balloon catheter. However, after dilating the lesion, a leakage of saline was confirmed when approaching the nominal pressure. Both balloons ruptured in the same way during initial inflation at around 6 atmospheres. The procedure was completed using a 2x20 coyote balloon catheter was used followed by a 3x40 coyote balloon catheter. There were no patient complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. Since the lesion was found to be a chronic total occlusion (cto) after passing the guidewire, an attempt was made to dilate the lesion with a 1.5mm x 20mm x 143cm coyote es and a 2mm x 40mm x 145cm coyote es balloon catheter. However, after dilating the lesion, a leakage of saline was confirmed when approaching the nominal pressure. Both balloons ruptured in the same way during initial inflation at around 6 atmospheres. The procedure was completed using a 2x20 coyote balloon catheter was used followed by a 3x40 coyote balloon catheter. There were no patient complications reported and the patient was in good condition post-procedure.